Event description:
It was reported that the cardiosave intra-aortic balloon pump had a heliumleak issue. The display showed that the tank was empty even though it had just been filled. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit discovered the previously replaced helium bottle was below specifications. The stm installed a new bottle and the psi was within specifications and the cart gauge read the bottle as full. The unit ran 30 minutes with no further issues. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had a heliumleak issue. The display showed that the tank was empty even though it had just been filled. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.